Manufacturer narrative:
The event occurred in the us. It was reported that the error message ¿offset error¿ was displayed on the rotaflow console and that there was a burning smell. It was noticed during routine check up. No patient was involved. No harm to any person has been reported. The reported failure ¿offset error¿ could lead to the pump stop therefore, a report is required. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and the reported failures "offset error" could be confirmed. The rf (rotaflow) power supply pcba (printed circuit board assembly) (article number 701011675), the flow measure board for rfc (article number 701011681) and the rf control board pcba kit (article number 701034051) has been replaced. After the replacement the device is working as intended. The failure "offset error" was investigated in a previous complaint by the getinge life-cycle-engineering (lce) and the most probable root cause could be determined as a defective capacitor on the control board. This caused a short circuit that set off the fuse on the power supply board which led to the to reported "offset error". Furthermore a similar complaint was investigated for the reported failure in getinge life cycle engineering (lce) and was caused most probably by a defect capacitor c44 on the flow measure board, which led to a reduced resistance in the +12v supply voltage. This triggered the fuse f2 on the power supply board. The control system therefore released the error messages "error offset". The reported failure "burning smell" could not be confirmed by the technician. However, the failure mode can be linked to the following most possible root causes according to the rotaflow risk management file. Overtemperature condition in the device, e.g.: - increased heat generation due to short circuits - heat accumulation - device used out of specification. Based on the investigation results the reported failure "offset error" could be confirmed. The review of the non-conformities was performed on 2024-12-18 and during the period of 2015-09-07 to 2024-12-16 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console was produced in 2015-09-07. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in the us. It was reported that the error message ¿offset error¿ was displayed on the rotaflow console and that there was a burning smell. It was noticed during patient treatment. The device was immediately replaced with a backup device. No harm to any person has been reported. The reported failure ¿offset error¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).